Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to a system error 105 that was confirmed through the event history log and reproduced during evaluation. The reported system error 107 was not reproduced because of the system error 105. Evaluation found the assignable cause to be a failed motor. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump experienced a system error 107, which was clarified during baxter's evaluation as a system error 105. It was also reported there was no patient involvement.